Event description:
The pt reported an infection occurred right after implant that was treated and cleared. The device subsequently "stopped working" and was at eol, after five months implant duration. After hip replacement surgery in 2007, replacement of the stimulator was anticipated. Add'l info has been requested from the physician.